Event description:
Reporter's wife called stating she received a recall letter dated (B)(6) 2024 in the mail regarding her husband's insulin pump by medtronic. Patient has not experienced any adverse events.